Manufacturer narrative:
The insulin pump was received with currents in specific. The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. Analysis was unable to verify motor error alarm due to prime anomaly. However, motor passed motor test. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked lcd window. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 125 mg/dl at the time of incident. Troubleshooting was done. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that they were able to rewind the insulin pump. The customer also reported that the insulin pump had crack on the case and screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.